Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet (single leaflet device attachment)resulting in increased mitral regurgitation. It was reported that, on (B)(6) 2015, two mitraclips were implanted in the patient with a restricted posterior medial leaflet and functional mitral regurgitation (mr), reducing the mr grade to 1. Four hours after the procedure, it was noted that one mitraclip had detached from the posterior mitral valve leaflet but remained attached to the anterior mitral valve leaflet. Mr increased to 3. A second mitraclip procedure was performed on (B)(6) 2015. One mitraclip was implanted and mitral regurgitation was reduced from 3 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment (slda) incidents reported for this lot. Sldas may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the slda was likely a result of suboptimal grasping of the leaflet due to the restricted posterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.